Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the patient had showered with the pump for the first time and then all the buttons were intermittently unresponsive. The reporter denied damage to the pump or keypad, and stated that although the patient said there was no evidence of moisture, the reporter said it felt moist. The reporter stated that the pump was rebooted and the buttons still would not respond. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.